Event description:
It was reported that force sensor event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed cracked on lower left front corner. Force sensor test error was found at power up and failed force sensor reading. The root cause of the reported issue was found to be normal wear; device was over three years old. Force sensor was out of calibration as a result of normal wear and calibration drift. Pump is over three years old and in need of maintenance. Actions taken to mitigate the reported issue: performed preventive maintenance and all functional testing which passed.